Event description:
Generator and lead product analysis were completed. The generator diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. For the lead product analysis, part of the lead was not returned. Therefore, the analysis can only speak to the part of the lead that was returned. During the visual analysis abraded openings were observed on the bilumen tubing and the tri-filar coils were exposed. No other obvious anomalies were noted. No additional information has been received to date.

Event description:
It was reported that a patient had an increase in seizures, which the patient's physician attributed to low generator battery. It was reported that the patient's usual frequency was about two convulsions per month, but he had four episodes in january. No additional information has been received to date.

Event description:
Product analysis was completed for the generator product. The pulse generator performed according to functional specifications during product analysis. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. However, the pulse generator was opened due to possible contaminates on the trimmed edge of the printed circuit board assembly (pcba). A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed. Several test parameters failed including r2 verification, supply current off, supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Production records were reviewed for the suspect device. It passed all quality testing prior to distribution. The device was manufactured during the period in which laser routing was part of the manufacturing process, known to result in the contaminants on the edge of the printed circuit board that could result in premature battery depletion. No additional information has been received to date.

Event description:
The suspect generator has been received. Product analysis has not been completed and approved to date. No additional information has been received to date.